Manufacturer narrative:
After removal from the package, the guidewire was free of kinks, bends and other anomalies. It is unknown how and if prior to inserting in the patient, the guidewires distal tip were pre-shaped. Once the guidewires were in the catheter and patient, the guidewires advance via the microcatheter and vessel without any issues (resistance/friction, etc.) It was unknown if resistance and friction was noted during the procedure or if torque applied against any resistance. Torque was never felt on the guidewire and the torque was lost when the guidewire was in the catheter. The guidewire never reached the vessel only the microcatheter. It is unknown if fluoroscopy was utilized when the guidewire was being maneuvered. The microcatheter was not against the vessel wall and nothing prevented the guidewire from exiting the catheter. It is unknown if the guidewire distal tip or body stretched and then fracture into two pieces. The target site was the basilar tip that was a normal vessel with nothing unusual. The pateint's demographics and medical history was unknown. The entire product was removed from the patient. The product is available for evaluation and testing; however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During an embolization procedure, the agility guidewire was not responding normally, and while torquing, the guidewire fractured and separated. The guidewire and microcatheter were removed as a unit and the same microcatheter was re-advanced with a new agility guidewire. However, the new guidewire did not torque properly. Both products were removed without incident. The procedure was completed with a terumo headliner guidewire without any additional incidents.